Event description:
Information received indicates the device was removed after 127 months implant duration due to tears in the leaflets and an aneurysm of the root. The valve was successfully replaced, the patient was stabilized and transferred to ICU. Information received from the hcp in 11/2003 indicates that approximately 30 days post-op the patient expired.